Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. The patient stated that something is messing up with their ins as neither the remote or the recharger will connect to the battery. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.